Event description:
It is reported by customer's father that customer get's high blood glucose and reservoir leaks. Customer is (B)(6). Problem occurs with different boxes of reservoirs. Caller stated that the insulin pump is rewound with the reservoir inside the reservoir compartment, caller advised not to take this action. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.